Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jul-2019 the following findings: during investigation, the pump was returned with cracked battery compartment at left side of grip from threads to case seal. Display is dim and faded with red hue. A test battery cap is able secure enough and power up the pump. A 12-duration test was completed with test cap with no power loss or rebooting duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.